Event description:
It was reported that the customer encountered an issue with the pump time being incorrect, with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs. The customer understood and acknowledged the advice.